Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2009 the month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aestiva MRI when it was alleged the patient could not be ventilated with the ventilator or manually with the bag. It was reported the patient went into cardiopulmonary arrest while in the MRI. Clinical staff initiated appropriate resuscitative measures and the patient was subsequently discharged to hospice care.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed, and the root cause could not be determined. The gehc field engineer was unable to duplicate the reported issue, and the system passed all required testing with no issues identified. It is most likely that a leak in the patient breathing circuit/accessories, no longer present during subsequent testing, contributed to the event. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.